Event description:
The manufacturer received a customer report stating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message on a red screen and the device did not operate when the sales representative powered on the device in the sales office. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device, the manufacturer confirmed that a ventilator inoperative error likely resulted from corrupted data in the internal memory due to an intermittent malfunction. As a result, when the unit was powered on, the data was corrupted which interfered with normal device operation and the system triggered the "ventilator inoperative" alarm as a safety measure. To correct the condition, the system pca (printed circuit assembly) was replaced. In addition, not related to the reportable malfunction, the in-line filter and prox were replaced due to dirt. During an operational check, an abnormal noise was confirmed from the blower assembly, so the blower assembly was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.